Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wrist of the large hem-o-lok clip applier instrument did not appear to work as intended. It would not hold the clip or close the clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was not able to provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional when placed on an in-house system. It passed the recognition, engagement and the clip tests. The instrument moved intuitively with full range of motion in all directions with grips opening and closing properly. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.